Manufacturer narrative:
The following investigations could not be performed due to insufficient information provided (i.e. Event date, system serial number, surgeon name): site history, event verification, system/instrument log review. Francavilla s, abern mr, dobbs rw, vigneswaran ht, talamini s, antonelli a, simeone c, crivellaro s. Single-port robot assisted partial nephrectomy: initial experience and technique with the da vinci single-port platform (ideal phase 1). Minerva urol nephrol. 2022 (B)(6) ;74(2):216-224. Doi: 10.23736/s2724-6051.21.03919-9. Epub 2021 mar 26. Pmid: 33769009.

Event description:
During review of a literature article involving da vinci assisted robotic procedures titled, ¿single-port robot assisted partial nephrectomy: initial experience and technique with the da vinci single-port platform (ideal phase 1)¿ the following events were reported. One patient experienced an intra-operative "mild liver capsule injury." Despite this event, the article states that no intra-operative complications occurred, and there were no procedure conversions. Additionally, two patients experienced post-operative retroperitoneal hematomas which were treated with selective embolization.